Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# va04fbp, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported after a lead revision the lead was re-connected to the existing extension and electrodes 1 and 2 were less than fifty ohms. Follow up reported the representative was unsure if impedances resolved. It was noted the patient had not yet be programmed. The impedance issue was due to an unknown cause. No interventions were planned or had been taken. The patient outcome was unknown. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.